Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose of 617 mg/dl. The caller reported receiving a no delivery alarm prior to being hospitalized. The cause of the hospitalization was from diabetic ketoacidosis. The customer was treated with an IV drip and insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump passed troubleshooting. The customer's current blood glucose was 135 mg/dl. The customer also reported experiencing a low blood glucose of 50 mg/dl. The customer was tread with orange juice. The caller declined to troubleshoot for the low blood glucose. The insulin pump will not be returned for analysis.